Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during ventilation low oxygen alarm appears. O2 calibration failed. Device was switched with alternative hamilton-t1 no patient harm or consequences.